Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety core. The field representative noted a device replacement procedure had been scheduled. Boston scientific technical services (ts) was contacted, and ts noted three power resets. No adverse patient effects were reported.